Event description:
It was reported that the customer was hospitalized due to high blood glucose, dka and a coma. Customer blood glucose reading at the time of hospitalization was 1200 mg/dl. Customer's daughter stated that the customer may have had a virus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.